Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Medwatch# mw5117339 has been received with the following information: "lumbar drain broke while attempting to remove requiring a laminectomy for surgical removal of retained piece." Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.